Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed and there was a picture with an x and a book. The customer received critical pump error on the pump screen. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error open book during testing. However, hardware low level failures alarms were confirmed in the insulin pump history and during self-test due to software error. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.